Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing poor separator movement during use. The following has been provided by the initial reporter: it was reported that the specimens were rejected. Separation was achieved. The customer says they centrifuged the tube but it was received unspun. The user is adamant that they check each sample. Was the tube mixed properly after the collection? Yes. This is verified prior to shipment. How long was the sample allowed to clot? 30 minutes. We set a timer. When was the calibration of the centrifuge last checked? June 2019. What type of centrifuge was used- fixed angle or swing bucket? Fixed-angle. Were the centrifuge sleeves balanced to assure proper performance? Yes, always. What did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Slanted. Was there a complete barrier? Yes. Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes. What was storage conditions? In a cupboard at room temperature. Were they stored in refrigerator prior to use? The tubes are not kept in the refrigerator prior to use. Complaint 1 of 3.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing poor separator movement during use. The following has been provided by the initial reporter: it was reported that the specimens were rejected. Separation was achieved. The customer says they centrifuged the tube but it was received unspun. The user is adamant that they check each sample. Was the tube mixed properly after the collection? Yes. This is verified prior to shipment. How long was the sample allowed to clot? 30 minutes. We set a timer. When was the calibration of the centrifuge last checked? June 2019 what type of centrifuge was used- fixed angle or swing bucket? Fixed-angle. Were the centrifuge sleeves balanced to assure proper performance? Yes, always. What did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Slanted. Was there a complete barrier? Yes. Are tubes being stored at room temperature and away from direct sunlight throughout their distribution and use? Yes. What was storage conditions? In a cupboard at room temperature. Were they stored in refrigerator prior to use? The tubes are not kept in the refrigerator prior to use. Complaint (B)(4).

Manufacturer narrative:
H.6. Investigation summary bd received samples and photos from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for poor barrier separation with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer and they reported that they are currently not having any issues. H3 other text : see section h.10.